Event description:
A patient reported experiencing inaccurate erratic results with a surestep enhance meter. The patient's blood glucose results were 80 mg/dl, 206 mg/dl, 78 mg/dl (in the reported issue notes the results 206 mg/dl and 78 mg/dl were from the same stick). Tests were done within <10 minutes with a difference of 62%. Patient did not experience any adverse events. No further information has been reported.